Manufacturer narrative:
Event date is on an unknown date in (B)(6) 2019. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized due to the event. It was reported that subsequent or prior to the event onset, the patient was treated with unspecified antibiotics (doses, routes, frequencies and durations not reported) for 6 hours dwell with dianeal 1.5%. At the time of this report, patient outcome was not reported for peritonitis. Pd therapy was ongoing. No additional information is available.